Event description:
According to the reporter, during robotic laparoscopic proximal gastrectomy, on esophageal transection, when approaching the tissue, the device entered the firing mode but it could not be fired. The jaws were locked in the the issue and could not be opened. It was also mentioned that the connection between the proximal part of the reload and adapter tip was broken. The reload was removed by using forceps to slide it off the tissue, as it stopped in the middle and would not move even when the manual adapter tool was used. There was no patient injury.

Manufacturer narrative:
Concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (sn# (B)(6)) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# unknown) sigpshell, sig power sigpshell control shell (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.